Manufacturer narrative:
Section b1: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of a pump stop and controller clock reset can be confirmed based on the submitted log file. The log file, dated (B)(6) 2019, contained approximately 23 days of data, spanning from (B)(6) 2019 15:17 to (B)(6) 2019 01:42, per the timestamp. On (B)(6) 2019, a low battery hazard and a no external power alarm were captured, due to a patient removing both batteries at the same time. The system ran on the backup battery until it eventually depleted, and the pump stopped. This pump stop caused the controller's clock to reset. Power was restored to the pump; however, the system clock was not adjusted. The events captured in the log file are consistent with the depletion of the patient's backup battery, following the removal of both batteries, causing the pump to stop, and the controller to reset. Also noted throughout the log file were numerous elevations in pump power and flow. Pump power ranged from 4.1 watts to elevations as high as 12.6 watts, while pump flow ranged from 3.9 lpm to elevations as high as 12.0 lpm. Avg. Pi ranged from 2.1-8.1. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU provides important information regarding the heartmate batteries which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms, including no external power, and the proper actions to take if the alarm cannot be resolved. Labeling indicates that the power module or mpu should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping otherwise the alarms may not be heard. The backup battery located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed in the heartmate ii operating manual. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 4 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2015. It was reported that on (B)(6) 2019 at 0030 that the patient removed both batteries from their clips and did not reconnect new batteries nor did the patient connect to an mpu. The pump was powered by the emergency backup battery (ebb) until approximately 01:42 at which time the ebb was depleted and the motor stopped. The patient stated that he became confused and was trying to straighten out power cables. The patient couldn't remember why he disconnected both cables or why he didn't reconnect the cables. The last eleven (11) events were recorded after the system controller was reconnected to an mpu: however, the system controller time/date reset to (B)(6) 2001, 1:00. There were no other notable alarms that were not associated with the loss of external power and the mcs device appears to be working as intended. Healthcare provider stated that the patient is showing signs of dementia and was living in assisted living. Patient was discharged home with a recommendation of 24 hour supervision. The patient denied suicidal ideation. No additional information was provided.